Event description:
It was reported that there was a lead perforation and that patient experienced tamponade and pleural effusion. A thoracocentesis was performed and both the atrial and right ventricular leads were repositioned to a more septal location. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.